Event description:
Unable to view surface EKG on zoll r series defibrillator. Tried new cable and then second defib and all failed. Both devices removed from service to return to zoll. Further investigation showed that this had been reported on multiple devices through out the hosp.